Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient presented to the clinic on (B)(6) 2016 with increased pain. The device was interrogated and revealed a reset occurred, reset occurred-low battery and pump in safe state all happened on (B)(6) 2016 at 19:44. The pump was programmed/ re-started and a single bolus was administered. The patient was given prescriptions for oral hydromorphone and clonidine, should the pump error re-occur.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (750.0 mcg/ml at 200.26 mcg/day), bupivacaine (15.0 mg/ml at 4.005 mg/day), and baclofen (150.0 mcg/ml at 40.05 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient presented to the clinic on (B)(6) 2016 with increased pain. Device interrogation and review of logs revealed the following occurred on (B)(6) 2016: reset occurred, reset occurred - low battery, and pump in shelf state. The logs indicated all occurred at 19:44. The pump was programmed/re-started and a single bolus was administered. The patient was provided with prescriptions for oral hydromorphone and clonidine, should the pump error re-occur. The event was noted as related to the device or therapy and not related to the implant procedure. The outcome of the event was noted as resolved without sequelae on (B)(6) 2016. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found high resistance of the pump battery. If information is provided in the future, a supplemental report will be issued.